Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by physician through a sales rep and forwarded by our local affiliate (B)(4). Initial and follow-up info received on (B)(6) 2008 respectively were processed together. This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) for the first time on (B)(6) 2008. Relevant medical history includes very "sensible" skin and a fever after receiving an application of botulinum toxin type a (botox). Concomitant medication was reported as levothyroxine (synthroid). On (B)(6) 2008, at the time of poly-l-lactic acid application, the pt experienced an irritation at the local application site, mentioning that it looked like she was bitten by insects. The following day, the pt contacted her physician and explained that she was experiencing a light itching on her face and facial irritation. When the pt went to see her physician her face was very irritated. Corticoids were given as corrective treatment and the pt recovered sometime in (B)(6) 2008. The reporter stated that she diluted poly-l-lactic acid in distilled water and no anesthetic was used during application. (B)(4). Reporter's causality assessment: not provided. Additional info received on (B)(4) 2008: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable.

Manufacturer narrative:
The review of the DHR (device history records) and of the analytical results of the involved batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.